Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that a patient was hospitalize due to getting sepsis. The patient reported that they had a pod that was not delivering enough insulin to keep their blood glucose (bg) level within range, so they had to deactivate them prematurely. Patient had blood glucose levels of 400 mg/dl. Patient did not know if the pod or insulin gave them sepsis. They were in the hospital for 4 days. The patient was prescribed cipro antibiotics, 500 mg and was directed to take twice a day.